Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm or winding noise noted during testing. The drive/motor was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving no delivery alarms and insulin pump was making a constant noise. Customer reported of having high blood glucose of 500 mg/dl. Customer declined troubleshooting for high blood glucose. Insulin pump would be replaced per customer's request.